Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2013-04539. It was reported the pt no longer had stimulation in the same area. The pt reported she had fallen previously. The sjm rep met with the pt for reprogramming, but the issue could not be resolved. X-rays indicated both leads had migrated. F/u identified the physician planned to undertake surgical intervention to address the issue at a future date.